Event description:
It was reported that a patient underwent a spinal surgical procedure on (B)(6) 2011 and a drain was placed. Two days after the procedure, the nurse experienced difficulty removing the drain. When a second nurse was pulling on the drain, the tubing broke. The following morning, the patient was returned to the operating room and the remaining portion of the drain was located and removed.

Manufacturer narrative:
(B)(4): conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4).